Event description:
The account alleged the bed has no nurse call. No patient impact.

Manufacturer narrative:
The technician zeroed the bed scale and set the bed exit to resolve the issue of user error.